Event description:
Facility reports that three cna's were transferring a resident from bed to wheelchair using an uno 102em. Resident was lifted in the sling above the bed. The lift was then moved to position over wheelchair when legs of the lift closed and lift tipped over. The resident was lowered to the wheelchair manually by staff and lift was taken out of svc. Resident had no negative outcome. Three cna's reported minor injuries.